Event description:
After patient treatment with juvederm between the eyes, and in the chin and lips, the patient experienced redness, pain, and lumps at the injection site. The patient was prescribed an unknown antibiotic to treat the symptoms, which are gradually resolving. No further information was given. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 03/23/2009.